Manufacturer narrative:
Batch review performed on 12 september 2018. Lot 165045: (B)(4) items manufactured and released on 26 september 2016. Expiration date: 2021-09-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Reference 02.12.0310fl, (k121416), tibial insert fixed sphere flex size 3/10 mm l. Lot 166017: (B)(4) items manufactured and released on 21 november 2016. Expiration date: 2021-11-07. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event. Gmk-sphere reference 02.07.1203l, (k090988), tibial tray fixed cemented size 3 l. Lot 166046: (B)(4) items manufactured and released on 21 december 2016. Expiration date: 2021-12-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
About 1 year and 3 months after primary the patient called the agent complaining about a revision she had to undergo. The patient explained that she was revised due to potential infection. The patient was revised by a non medacta surgeon.